Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissor instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor instrument was observed to have a broken conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at distal end. There were no broken conductor wires to be observed during visual inspection. Correction to section d: primary product batch/lot number was updated to k12240627 0162.

Event description:
Refer to h11 for follow-up information.